Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 300 mg/dl and 80 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states that display did not return after restart. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current test and sleep current test. Blank display not confirmed. Device failed the self test due to absence of vibration. Absence of vibration caused by moisture damage on the harness assembly vibrator.